Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the balloon brush passage could not be identified. The root cause of the issue was determined to be the result of insufficient or incomplete device cleaning/reprocessing ¿ user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope instrument channel opening was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a residual liquid or foreign material was coming out of the balloon brush passage and foreign material was falling off from the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: a residual liquid or foreign material was coming out of the balloon brush passage and foreign material falling off from the channel due to insufficient cleaning. The image guide bundle had a stain. Due to damage on the ultrasonic cable, the number of missing element exceeds the standard value. The distal end had a dent. The universal cord was deformed. Dirt/crust on the light guide cover lens was removed during inspection. The stopper ring was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.